Event description:
It was reported that during a percutaneous coronary intervention procedure, stent deformation occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal to mid left anterior descending artery (lad). An additional lesion was identified in the first diagonal. Guidewires were inserted and advanced into both vessels and another manufacturers' intravascular ultrasound (ivus) catheter was used in the main branch. The mid lad was pre-dilated with another manufacturers' 2.25x20mm balloon catheter to 6atms for 12 seconds and 6atms for 7 seconds. This 3.00x24mm promus element stent was then deployed at 12atms in the mid lad. The non-bsc balloon catheter was then advanced through the deployed stent and into the first diagonal and another manufacturers' 2.75x50mm balloon catheter was advanced into the mid lad to perform kissing balloon technique at 6atms. The ivus catheter was then advanced into the mid lad and during pullback, the guidewire exit port of the catheter became caught on the promus element stent causing the stent to become deformed. A balloon catheter was advanced to treat the deformation and inflated to 8atms for 34 seconds and 20atms for 40 seconds. Blood flow worsened, therefore, an intra-aortic balloon pump was inserted and utilized. Blood flow recovered and the procedure was completed. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).